Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal oscillating saw attachment had broken teeth. There was no report of surgical delay or pt injury associated with the event. No additional clinical info was received prior to this report.